Event description:
As reported, 3.5 years post initial left tka, the female patient had a revision due recall notification with some femoral pain. Patient was revised to a condylar constrained size 2 cc femoral component with a 16 x 80 spline stem and a size 2/11 mm ps insert. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays images received. The device is not available for evaluation.

Manufacturer narrative:
Section d10: concomitant products: truliant ps cem fem ps cem left sz 2 (cat#: 02-020-11-0220 / serial#: (B)(6). Tibial stem ext. Screw (cat#: 204-70-00 / serial#: (B)(6). Tru stem ext 14mm x 25mm (cat#: 02-012-60-1425 / serial#: (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation. An additional contributing factor to the revision may have been inclusion of the polyethylene in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.